Event description:
It was reported that during a coronary stent treatment procedure in a pre dilated lesion the stent dislodged. As the physician was advancing the stent delivery system, resistance was encountered. The physician attempted to cross the lesion and the stent became dislodged. The dislodged stent was successfully retrieved with a balloon cahteter and was removed as a unit. Another stent was used to complete the procedure. No patient injury or complications were reported. Patient status is listed as "okay" following the procedure.